Event description:
Caller reported difficulty in pressing the quick bolus/wake button on their pump, which often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by troubleshooting the button issue, which included removing the pump from its case and advising on the correct pressing technique, but the problem persisted. The customer continued to use the pump for insulin delivery.